Manufacturer narrative:
Other text: b3: date of event is unknown. D10, h3: updated. H6: evaluation codes: updated. One infusion pump was received for evaluation. Visual inspection found both tamper seals to be intact. The device was observed to have no external damage. The device?s event history log was reviewed for evidence of the reported problem, backup audible alarm power on self-test? Error was found in the log. Functional testing was performed. Upon testing, it was revealed that the reported problem was duplicated. The main board was not operating as intended which caused the reported issue. The mainboard was replaced, and the device then passed all functional testing. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously., corrected data: health effects - clinical signs and symptoms or conditions corrected health effects - health impact corrected.

Event description:
It was reported the device backup audible alarm issue will not clear. No patient injury reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.